Manufacturer narrative:
Batch review performed on 27-may-2022: lot 2111420: (B)(4) items manufactured and released on 29-nov-2021. Expiration date: 2026-nov-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
The patient came in reporting pain due to aseptic loosening and the cause is unknown. At about 2 weeks after the primary surgery, the surgeon revised the cup, head and liner. The surgery was completed successfully.